Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5515f701; triathlon ps fem comp #7l-cem; lot# lac3r. Cat# 5521-b-600; tri ts baseplate size 6; lot# hux9ta. Cat# 5551l381; triathlon asym patella a38x11; lot# lkh937. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left knee was revised due to infection. Surgeon reported possible cause/ contributor for infection was the patient's use of hydrogen peroxide against medical advice. A washout was performed and a 6x9 ps insert was revised to a 6x11 ps insert (rep reported the revising surgeon, who was not the index surgeon, felt that the 11mm insert fit the patient's anatomy better, there are no allegations against the revised insert). Rep provided primary and revision usage sheets, and confirmed that no further information will be released by the hospital or surgeon.